Event description:
A customer from austria alleged false positive sample results for the cobas® sars-cov-2/influenza a/b assay generated on the cobas liat system (s/n (B)(4)). Eleven false positive influenza b test results were generated and 1 sars-cov-2 positive, influenza a positive and influenza b positive result was generated when analyzed on the cobas liat system (s/n (B)(4)). The 12 patient samples from the same swab sample collection were retested on a different cobas liat system (s/n (B)(4)) that generated negative results for all 12 of the patient samples. Patient samples were collected using nasopharyngeal and throat swabs, the media type was not provided, and it was reported that the swab was always in the tube when they received it at the lab. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. Twelve (12) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (s/n (B)(4)) was returned for evaluation and repair. From the inspection, it was identified that the unit's optical path was partly blocked and the actuators are worn. These were due to a tube leakage, leading to low baseline values and the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190. (B)(4).

Manufacturer narrative:
Corrected - device returned to manufacturer (from no to yes). (B)(4).